Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during surgery, after 10 seconds of use, the inner cutter is blocked. Aspiration was still available. There was no patient injury. This is the first of four similar reports.